Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had an impedance out of range on the superior vena cava (svc) coil. The alert window was reprogrammed.

Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing of noise. The lead remains in use. The patient is enrolled in the (B)(6) clinical study. No patient complications have been reported as a result of this event.